Manufacturer narrative:
This report will be updated should additional information be provided.

Event description:
It was reported during ongoing use, premature battery depletion was observed. The patients device has been depleting at approximately 2x the stated rate. The longevity reduced by two years in one year's time. The patient was seen in clinic last year and was quoted 2.5 years battery remaining, and is now quoted at less than 6 months remaining. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that premature battery depletion was suspected. It was observed that this device has been depleting at approximately two times the stated rate. The battery longevity decreased by two years, within one year's time. The patient was seen in clinic last year, and was told that there was 2.5 years of battery remaining. However, recently the battery showed less than 6 months remaining. A boston scientific technical services consultant reviewed device data, and discussed that the rate of depletion, and overall longevity suggest normal device operation. The longevity is updating to reflect the current usage whether there is an increase or a decrease in longevity. It's reflective of the actual current usage. This device remains implanted. No adverse patient effects were reported. Additional information: several requests were submitted to the field to obtain further information; however, there was no response received.